Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were abundant throughout the sample. The catheter was assembled with a two-piece connector. The sample was received in two segments which appeared to share a complete break within the distal connector segment. Curved shape memory was observed near the break site. Microscopic inspection of the break revealed a sharply defined, granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness, material necking and discoloration in the vicinity of the break. The break features, shape memory and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter placement, securement and maintenance conditions may have contributed.

Event description:
It was reported that the patient had a groshong catheter implanted via the left basilic vein on (B)(6) 2023. The catheter was in use and administered without problems until (B)(6) 2023. During that time, the dressing was changed every week. On (B)(6) 2023, the catheter was found to be broken inside the oversleeve. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a groshong catheter implanted via the left basilic vein on (B)(6) 2023. The catheter was in use and administered without problems until (B)(6) 2023. During that time, the dressing was changed every week. On (B)(6) 2023, the catheter was found to be broken inside the oversleeve. There was no reported patient injury. No other information was provided.